Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient with diabetes experienced recurring line block alarm after changing the cassette and infusion set/site. The tubing was checked and found to have no kinks or air bubbles. The patient changed the infusion set to a new location, which resolved the alarm. There was a patient involvement and there were no additional adverse consequences.